Event description:
Physician was treating a lesion in the ica which exhibited little calcification. The physician attempted to inflate the guardwire device occlusion balloon, but it burst suddenly at 5 atms at the ica distal. Physician stopped using the device and used another product as a replacement. No health hazard was caused to the patient. There were no abnormalities noted during the test inflation.

Manufacturer narrative:
(B)(4). Evaluation, results, conclusion: conclusion not yet available: evaluation in progress. (B)(4).